Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker longevity was over four years in march 2020, around three years in may 2020, and recently showing only two years remaining. Disk analysis was reviewed and determined that the power had increased proportionately with the high atrial and ventricular and sensing rates. Technical services discussed considering option of switching to non-atrial sensing mode to help reduce power consumption. This device remains in-service. No adverse patient effects were reported.